Manufacturer narrative:
Upon inspection and testing of the suspected device, the following defects were found, adhesive on bending section rubber detached, bending section rubber discolored, connecting tube coating peeling, grip scratched, universal cord coating peeling, angulation play, forceps did not rise due to forceps elevator wire, and distal end scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During incoming inspection of the customer return asset (duodenovideoscope), foreign material was found in the forceps elevator of the scope and light guide lens was dirty. The customer did not report any problems associated with the device and no patient involvement, no harm or user injury reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.